Event description:
Allegedly, patient was revised due to infection. Revision njr number: (B)(6). Side:l. Primary asa: p2 - mild disease not incapacitating. Devices from a different manufacturer: v40 modular head product ID: 6260-9-036, lot: mjhat9. Exeter v40 stem product ID: 5801501, lot: g3336126. (B)(6) reference no: (B)(4).